Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Reportedly, the pump settings needed to be adjusted due to the customer being new to the pump. Customer consumed carbohydrates to address bg. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.